Event description:
This event involved a patient two months post heartware lvad implantation who experienced ischemic and hemorrhagic strokes. The patient developed left-side weakness and numbness and later intermittent episodes of left upper extremity twitching and/or seizures. Subsequent muscle contractions were attributed to focal partial seizures. The patient¿s fatigue was reported to be related to profound hypovolemia. Eight days after initial onset of symptoms, the patient was discharged from the ICU to the floor for observation with a plan to re-start her anti-platelet and anticoagulant therapy. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. The cause that led to the reported event could not be determined. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. No additional information will be forthcoming.